Event description:
During a coronary artery stenting treatment procedure a shaft break occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). The lesion was predilated iwth a sprinter balloon of unk size to 12 atms. A 2.50 x 24 mm taxus liberte drug eluting stent was advanced to the lesion but was unable to cross. The stent was removed from the body and the lesion was again predilated with the sprinter balloon. The same taxus stent was again advanced to the lesion but unable to cross, the phyician attempted to push the delivery system forward with stronger than normal force and the proximal shaft broke in a portion that remained outside the body. The stent and shaft were removed from the body without difficulty. The procedure was successfully completed with a 2.5 x 20 mm sprinter balloon angioplasty. No pt complications were reported. The pt status is reported as 'satisfactory/good.'